Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the internal and external cables were replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The internal cable was returned to the manufacturer for evaluation. Testing found an open between pins in the cable. Additionally, it was reported that the fischer connector of the cable was reassembled incorrectly and the pin orientation was incorrect. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while troubleshooting the navigation system, found that the internal and external camera cables were damaged. There was no patient present when this issue was identified. No additional information was provided.